Manufacturer narrative:
Visual examination of the returned device found the distal tip was broken off. Optical imaging revealed plastic deformation across entire surface suggesting a static overload failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause cannot be positively determined. However, the fracture analysis report shows evidence of plastic deformation and a rough appearance across the entire surface indicating that the feeler tip underwent a static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was returned for evaluation. Investigation will be conducted. Follow up will be filed with the findings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the scrub nurse noted that the balled tip of the probe was missing. This occurred before the surgeon had started. Completed with same/like product.